Event description:
It was reported that the patient experienced an insulin flow block alarm and had high blood glucose event for greater than four hours which was treated by insulin pen on (B)(6) 2026.

Manufacturer narrative:
Patient city:(B)(6). Patient country: turkey. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.